Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented with bilateral shoulder and neck pain. The patient was diagnosed with unstable angina (braunwald classification: iii b) and cardiac catheterization was recommended. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 2.7mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.75x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient expired at home. Per death certificate, the primary cause of death was atherosclerotic coronary artery disease.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).